Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the head was not functional, that it caused the programmer to power down when it was plugged into the device. It was further noted that the head's cable was damaged and the cable was replaced to resolve both issues. It was also noted that the lens in the upper case was cracked and therefore the upper case was replaced. (B)(4).

Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.